Manufacturer narrative:
Product event summary: the distal segment of the lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. This device was included in a field action, but product analysis found that the device did not perform as described in the field action.

Event description:
It was reported that the patient was presented to the emergency room (ER) due to inappropriate shock therapies from the right ventricular (rv) lead. The rv lead was found to have high thresholds with no capture, high impedance, and noise oversensing. The lead was suspect of a fracture. The lead was programmed off until lead revision. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.